Event description:
During the atrial fibrillation procedure it was reported a perforation was observed when the patient's blood pressure dropped. The perforation was confirmed by an echocardiogram. When the perforation occurred the physician was ablating with power setting set at 30 watts. A pericardiocentesis was performed on the patient and the patient was in stable condition.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. The device was not returned for investigation as initially reported. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. The catheter was tested and it passed electrical, temperature and generator tests. Deflection test was performed and the catheter passed all tests. Furthermore an irrigation test was performed and the catheter passed the test, no occlusion was observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Pentaray nav: model #: d-1282-02-s, lot #.: 15716300l. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).